Event description:
Additional information was received from the patient. The patient stated that their pulse width cannot be adjusted to control the pain in their outer thighs. They noted that the area around and radiating outward from the ins is painful, and the pain usually extends to their right abdomen. The patient stated that their neurosurgeon examined the area and indicated that everything looked good. They added that after the ins was implanted, their right hip began to hurt, and has since extended down to their right-side groin muscle. They stated that x-rays of their right hip area have revealed no joint issues. The patient mentioned that the pulse rate increases dramatically when constant pressure is applied to the ins site. They stated that the pulse rate increased when at the dentist and while having a CT scan and were reclined. The patient mentioned that if they stretch or cough, internal pressure ramps up the pulse rate as well. They noted that the increased pulse rate remains high until they physically change from those positions. The patient stated that the only solution is to turn off stimulation. The patient indicated that the pulse rate also increases dramatically for about 30 seconds when a sudden change in acceleration is sensed by the ¿accelerometer¿ in the ins. They added that this is the case when they are sitting in a vehicle that is rapidly accelerating from a stop. The patient also noted that the recharging paddle gets much warmer than expected by the end of the charge cycle. They added that the recharge cycle rarely finishes, even though the battery indicates that it is at 100%. They noted that it loses contact with the ins. When charging, coupling indicates ¿excellent¿, but then they receive a message that something has gone wrong with the charging. They also stated that the issue with the charging indicating "excellent" on the controller and the data only showing "good" coupling is not a hardware but a software issue. Whenever the controller is activated in order to check the charging coupling quality, power is diverted from the charging cycle to the display thus reducing the charging coupling to the paddle from "excellent" to "good". The patient stated that as time passes, the effectiveness of their ins is decreasing, and their pain level is rising. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient claimed that their adaptive stimulation was defective- they noted that the positional changes caused the sensation to double temporarily before it then tapers off after 30 seconds. The representative told the patient at previous meetings that their nerves seem to have a delayed response to the stimulation changes. The patient kept overriding the sensor and putting in new amounts for each position at such a high frequency that they made a mess of their positional settings. The representative could merely re-orientate the adaptive stimulation (which they had already done) and check the positions- both showed no issue with accuracy. No further complications reported.

Event description:
Additional review of previously reported information from 2019-may-31 and 2019-jun-17 indicated that that the patient had been having pain in the battery location when charging hits 90%+. Impedances and connectivity were checked multiple times and nothing appeared abnormal. No known factors led to the issue. No further complications were reported. Additional information received from the consumer reported that during recharging he gets radial pains that move forward around the right side. When the patient puts the recharger up against the implant he notices some irritation which was clarified to mean the radial pain sensations. The patient stated when the charge gets to 90% to 100% the paddle itself heats up and gets warm, almost hot. When the implant gets near 100% it will give an alert to try again and the patient tries again and has excellent charge quality. When the patient checks the charging quality it always shows excellent but the data the representative checked only shows good. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that within a month or two of the implant, the patient started having problem s. The patient noted that it provided all of the pulse width and everything, but they finally gave up some where in late-june or mid-july. They could not get the pulse width out far enough to apply the pulse into his outer hip area and they said that there was not anything else that they could do. It was reducing the pain, but not helping it completely. The patient indicated that there was a 6-inch diameter area radiating pain out and around the right side into the abdomen and out towards the front. This pain had been increasing over time. It was reported that if the patient lies down on something hard, he has to turn it off because it ramps up if the pressure of a hard surface goes against the battery. It also ramps up if the patient coughs, sneezes, or stretches it. This causes the pulsations to increase twice. The patient has seen the physician twice and met with his manufacturer representative since his last contact with the manufacturer. The patient noted that his insurance company will not pay to replace his device thought though it is generating pain. The patient is looking to have his implantable neurostimulator replaced. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that when he was reclining at the dentist¿s office and in general whenever the implant is in direct contact with a hard surface the intensity ramps up. The patient noticed when he has any change in velocity or was in a vehicle the intensity ramps up for about 30 seconds and then drops off and is fairly consistent. This was happening even with adaptive stimulation off.